Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Customer reportedly received the following results within 10 minutes: 174 mg/dl and 435 mg/dl and 205 mg/dl and 108 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.